Event description:
It was reported that the right atrial lead had low impedance and a lead warning was triggered. It was also noted that the bipolar impedance was less than the unipolar impedance and a polarity switch occurred. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 implantable pacing lead (B)(6) 2001. (B)(4).